Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on row 1 from the distal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was radial. The lesion was pre-dilated with 2.50x20mm maverick balloon. The de novo lesion being treated was located in the mildly tortuous and moderately calcified right coronary artery (rca). The 2.50x20mm taxus liberte stent delivery system (sds) did not cross the target lesion. The procedure was completed with a different unidentified stent. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.